Event description:
It was reported that the patient had a loss of therapeutic effect. The patient started falling and had no use with his legs and stumbles a lot. The event/symptom occurred since two months ago. The patient's doctor made an adjustment and the patient was not satisfied with that. After reviewed the patient, the health care provider would not adjust again till (B)(6) 2012. The patient was scheduled for an appointment now with a surgeon for replacement of battery. The patient was scheduled an appointment on (B)(6) 2012 and would have surgery week later. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient product ID, 3387s-40 lot# v159776 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v159776 serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).